Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving medication via an implanted pump. The indication for use was spinal pain. On (B)(6) 2015, MRI compatibility guidelines were being requested as there was a suspected problem with the patient's device or therapy. They were looking for and trying to rule out a hematoma. The hcp was told that the patient had a pump put in yesterday and she was in the ER (emergency room) today. Additional information was received later on 04-nov-2015 from a consumer regarding the event. The pump was delivering morphine (concentration unknown by the reporter). The patient was in pain and "in crisis". The patient's pain had doubled since her pump revision surgery (B)(6) 2015. A staple in her buttocks went through a nerve. The pump was set at 1.5 mg/day which was too low and the patient's pain was out of control. The patient was told by the ER that her pain was out of control and the ER could not get the pain under control. The patient was "beginning to completely lose it". If she took a breath, it stabbed her up and down her leg. The patient was at her physician's office at the time of the report waiting to see the physician and wanted an ambulance to bring her to the hospital for care. The steps taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. Additional information from the consumer reported that the health care provider (hcp) damaged a nerve that goes to her leg during the revision. They wanted to do an MRI to check on that nerve. The patient experienced sciatic pain as a result of the surgery. The sciatic pain started immediately after the surgery. The minute she stood up, she screamed and felt worse pain than she had ever experienced and was sent home that way. The patient clarified that she had never had that pain before, and her legs and arms were very strong. The patient reported that the hcp took a hostile attitude towards them after the catheter surgery. It "did something" to the sciatic pain, and the patient was in pain for weeks. The hcp refused to see the patient and turn the pump increments. Every step the patient took, she would scream because she was in so much pain from the catheter surgery. The patient pursued the hcp from every office location he had and finally told the hcp she needed to be in a hospital because she wanted to kill herself. The patient finally drove to the hcps office, and the hcp told the patient that he would not put her in a hospital. She did not understand why the hcp would not take care of her. The patient then dialed 911 and went to the hospital. The patient was in the hospital for two weeks ((B)(6) 2015) and was now in rehab for a week or so ((B)(6) 2015). The patient was on intravenous morphine until she asked the hcp to take her off it. She was still on high doses of narcotics, and the hcp would only turn up the pump a fraction every 3rd day. The patient was not getting any relief from the pump. The sciatic pain had lessened, and the patient was not screaming anymore, but it had not completely gone away. The patient's right leg was weak, and if she walked, she could feel where the damage was done (egg or lump in the back of her leg), and it became painful for her to walk. The patient considered taking all the pills inside her purse (suicidal), and that was before she went to the hcps office due to the sciatic pain she was in. The patient did not have those thoughts anymore because she felt she was in good hands at the rehab center. She was going to be getting a consultation with a new hcp for her next steps. The patient was currently taking 10mg vicodin every 4 hours and also 10mg valium. That is what it took for the patient to quit being hysterical with the pain. The patient was to get in touch with psychotherapy and would possibly need a therapist for a while. The patient was working with her preacher from church and staff at the rehab center, and she felt this wad been the equivalent of therapy. This was the most horrific experience the patient had ever been through. The patient later reported that hcp "slammed" 12 staples into the patient after the catheter revision surgery, and she felt it all the way down the leg. The patient insisted the hcp take the staples out. When they removed the patient's staples on (B)(6) 2015, the patient had a bubble form. If the patient leaned forward and pushed on the bubble, it went down. It was not swelling, and fluid was in there. The patient still felt something was wrong, and felt the bubble on her back was morphine leaking out of the catheter. On (B)(6) 2015, the pump was turned up to 3mg/day. The patient still did not feel she was getting relief from the pump compared to the level she was at before. The patient was getting relief at 3.3mg/day, and not getting relief at 3.0mg/day concerned her. The patient would not go under the knife again and did not believe in suing anyone. The patient reported that the hcp had "people in a line like an assembly" and the way he handled/refused to handle it was torture. The patient was looking for another hcp and requested listings. Steps taken to resolve these issues were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the patient was upset that the pump would not be started at the same dose as prior to a catheter revision (refer to manufacturer report # 3007566237-2015-03336). There was no nerve damage that occurred during the revision, though the patient accused the hcp of putting a staple in her sciatica nerve. The incision was approximately one inch long. The patient was crazy and had a history of depression and sciatica pain, which was the reason for pump implant. The patient would routinely be seen in the office and be fine, then complain the next day of debilitating pain, and then be fine the next day. There was no additional information available about the hospitalization, besides that psychiatry in the hospital would not see the patient or another contact regarding the hospitalization. The patient's symptoms were not a result of the implanted devices. No concomitant medications were provided. No additional information regarding the event was provided.